Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The file indicated the use of a cartridge, a handpiece, and viscoelastic. The product history records could not be reviewed for the lot because the reporting facility did not provided a lot number or any identification traceable to the manufacturing documentation. The cartridge is not qualified for use in the reported handpiece. It is unk which viscoelastic was used in the cartridge. A failure to follow the dfu was indicated by the use of a handpiece that is not qualified for the lens/cartridge combination, which may result in delivery difficulties or product damage. The product investigation could not identify a root cause for the complaint. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail a completed questionaire was received on (B)(6) 2014. (B)(4).

Event description:
A certified ophthalmic tech reported that following intraocular lens (iol) implant surgery, a pt reported seeing constant shadows, halos, and having blurred visual acuity. The pt was treated with eye drop medications and the lens was exchanged. The surgeon reported the symptoms resolved following the exchange. Additional info was requested.